Manufacturer narrative:
Additional information was received that the lead moved down close to the ipg. The patient underwent a revision procedure wherein the lead and ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's original pain has increased. It was noted that the lead was coiled up near the ipg and the pocket site has gotten very hot. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient's original pain has increased. It was noted that the lead was coiled up near the ipg and the pocket site has gotten very hot. The patient will undergo a revision procedure.